Event description:
While surgeon attempting to place crop screws through gammon nail hole. After first drill bit audibly hit metal and the tip of the drill bit broke off in the bone. Surgeon continued using drill without targeting device and broke three (3) add'l drill bits in pt's femur. Leaving fragments behind. Per md retrieving fragments would be more harmful for pt.